Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic ventral hernia, the device was fired, but the tacks wouldn¿t go into the tissue, they tried it with a straight and fully articulated device, but both didn¿t work. They used another device to complete the case and resolved the issue. The patient was alive with no injury.